Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. Using the right femoral approach, the procedure treated the 90% stenosed, 3.0x8mm target lesion located in the moderately calcified and severely tortuous mid left anterior descending (lad) artery. Treatment consisted of pre-dilation with an unspecified 2.5x6mm cutting balloon inflated to 6 and 8 atm's and the placement of a 3.0x12mm promus element plus stent deployed at 9 atm's for 20 seconds. Angiography revealed the 3.0x8mm promus element plus stent appeared fractured post stent deployment. Ivus confirmed the 3.0x8mm promus element stent was well expanded and well apposed to the vessel wall. The proximal lad was then treated. Pre-dilation with a 3.0x15 flextome balloon with four inflations to 6 atm's, the placement of a 3.0x20mm promus element plus stent deployed at 11 atm's for 12 seconds post dilated with a 3.0x15mm flextome balloon. A 3.0x16mm promus element plus stent was deployed at 11 atm's for 12 seconds post dilated with a 3.x20mm nc quantum apex balloon inflated four times to maximum 19 atm's. There was timi 3 flow through the vessel. No patient complications occurred and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).